Event description:
I am in receipt of a letter from davol dated january 10, 2007, which is addressed to chief of surgery, surgeon, and clinician regarding the market withdrawal of the mesh. Unfortunately, I implanted one such mesh into a patient. I understand the concerns in the letter, and I have reviewed the recommendations with my patient. I am quite upset, as is my patient, that the letter was printed and I was not notified prior to implanting the mesh two days later. I am bombarded constantly by davol with new product advertisements, and yet I received no notice of this recall until a patient of mine from the local newspaper sent me a upi advisory. She in fact did not have bard kugel mesh implanted but had an inguinal hernia with prolene mesh. I think bard showed extreme irresponsibility in not notifying the individual surgeons in addition to the hospitals. My hospital claims that they removed the mesh from the shelves and notified the surgeons involved when they first were notified. I personally did not receive notification from the hospital until one month after the initial patient management information was written. I am making a strong recommendation to company to notify at the very least the surgeons who are on its advertisement list. Otherwise, davol may remove me from its advertisement list and contant faxes. I would like to be on the list of product information. I am hopeful that this recall involves such a small number of patients that I will not be sued. However, if I am, I will certianly need to reference the date and timing of davol's letter. I also note that this is an expanded recall action and that there was a recall letter issued by davol in december 2005 and january 2006 for extra-large patches and march 2006 for large patches. I do not recall receiving these letters either. Perhaps these were sent to the hospital where I work and the letters were not forwarded to the individual surgeons. However, I think these letters should be forwarded to individual surgeons, in much the same way as guidant forwards letters regarding pacemakers and generator changes with recalls to the hospital as well as the individual surgeons in a responsible fashion.